Event description:
On (B)(6) 2014, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal thrombus burden in the aorta, the physician wanted to cover it. It was reported that during follow up images (angio and ultrasound) taken on (B)(6) 2014, the right limb on the rmt device had been occluded. The patient had a 15mm native aorta diameter. On (B)(6) 2014, the physician attempted to lysis the occlusion overnight (lysis the occlusion with a catheter and meds), attempt failed. On (B)(6) 2014, the physician reintervened and implanted two bare metal balloon expandable stents in both limbs. The occlusion was resolved and both limbs are patent. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy such as iliac distal vessel seal zone length of at least 10 mm.